Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 500 mg/dl. She stated that there was a bent cannula in her infusion set and she changed out the set, but then had issues with insertion. Assistance was provided. Nothing further was reported.